Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found three similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the anchor didn't came out of the sheath. After the first and second auditve click, the anchor wasn't released. The device could be retrieved without any problem. The patient condition was reported to have no harm.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to cancel this report, due to being a duplicate report. Please see MDR 3013394970-2017-00313 for the correct report.